Manufacturer narrative:
The field service engineer (fse) was on site on 08/05/2008 investigating the event. The fse cleaned the analytical module and verified alignments. The fse also performed the precision pump spring modification and found an aspirate probe not moving smoothly and it was corrected. The fse verified all the repairs per established procedures, and the results met specifications. Although the fse addressed hardware issues and the customer indicated that sample handling is factor, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add¿l reportable events.

Event description:
The customer contacted backman coultler, inc (bci) in regards to accutni (troponin I) results generated on the access 2 immunoassay system. The initial result was within normal reference range and when repeated it was in the risk stratifications range. The pt sample was retested and the result was within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse or indication of any medical intervention to prevent serious injury.